Event description:
The following information was provided on a device tracking registration form: device lost, not retrieved. Although no patient injury or intervention was reported this reports is being filed since this type of event could cause an adverse event if it were to recur.